Event description:
It was reported to philips that tempus pro was unable to obtain ECG during a patient use event.

Manufacturer narrative:
Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed. Type of reported complaint and describe event have been updated to indicate serious injury. Device problem, health impact and patient outcome coding also updated.

Event description:
It was reported to philips that tempus pro was unable to obtain ECG during a patient use event. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.